Manufacturer narrative:
The pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. No excessive no delivery error or motor error alarms were noted during testing. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 535 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was wearing insulin pump at the time of hospitalization. It was reported that prior to hospitalization, customer was troubleshooting for motor error alarm and no delivery alarm. After troubleshooting, blood glucose was high. Insulin pump would be replaced.